Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with difficulties of swallowing as the implanted disc had collapsed. The patient status was reported as unknown.

Manufacturer narrative:
Product analysis: the disc was returned with a large tear on the anterior side of the membrane. The hole is not uniformed and located in an area that should not come into contact with bone. This damage could have been the result of the removal process. There is what appears to be bone/bio in-growth into both the top and bottom plates. This is likely the result of the time the disc was inside the patient. There is an ~2.2mm cut located on the posterior side of the membrane. This cut is in an area that could have come in contact with bone and allow the saline solution to leak out. There is an impression in the membrane to the side of the cut from what appears to be pressure placed on the membrane in the same area as the cut. Once the membrane is breached the pressure that keeps to two end-plates apart is lost causing the end-plates to move closer together. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent fusion surgery and was implanted at c6/7 levels. The patient was reported well after the revision surgery.